Event description:
It was reported the patient (poland) never received effective stimulation from the scs system. Diagnostic testing identified high impedance values. The physician elected to proceed with surgical intervention. Intraoperative testing was performed and normal lead impedances were observed when the lead was connected to a trial cable. The physician reported experiencing difficulty reconnecting the lead to the ipg. The physician elected to explant and replace the ipg which resolved the reported issue. Effective stimulation was achieved following the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.